Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station vedc-2 went offline and failed to power on. As per part investigation, it was determined that there were faulty pcba fh cubie pmc with a damaged inductor (l301) which led to circuit instability and faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the report condition of "station offline" was confirmed during field service engineer testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that the station was unable to power it on. The fse opened back panel and found fh drawer 4 ball bearing cage from rail had become loose and cut internal pyxibus cable. The fse removed and replaced both rails for fh drawer 4, removed and replaced controller board and module board, and removed and replaced internal 6 drawer pyxibus cable. Finally, the fse rebooted station, reconfigured fh drawer 4 and customer was able to inventory drawer with good results. The report was closed. During dchu visual inspection: pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. Pn 151903-01: the "pcba pmc v1.06/v0.09bl hh" was received with damaged inductor (l301) plastic housing. Pn 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks during dchu testing: pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and passed the resistance testing of the components. The part was mounted to a dchu equipment and passed the functional testing with no intermittent behavior observed. Pn 151903-01: no further tests were deemed necessary due to the physical damage observed during the visual inspection. Pn 120547-01: the testing from dchu was not required due to signs of thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause associated with the reported "station offline" condition is detailed below: a faulty "pcba fh cubie pmc" with a damaged inductor (l301) which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "assy cbl pyxibus 7 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) found the station unable to power on, opened the back panel, and discovered that the full height drawer 4 ball bearing cage had come loose and cut the internal pyxis bus cable. The fse replaced both rails for full height drawer 4, the controller board, module board, and the internal six drawer pyxis bus cable. After rebooting and reconfiguring full height drawer 4, the customer successfully inventoried the drawer. Although overnight nurses reported smelling smoke, no smoke was detected on-site, and the device was not stored near medical gases. The station powered on and operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station vedc-2 went offline and failed to power on. However, there were no delays or adverse events or injuries reported based on this event.